Event description:
The customer reported that the pt cable socket is faulty. There was no report adverse pt impact.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.